Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included ethinylestradiol;levonorgestrel (trivora) from 2003 to 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In november 2015, the patient experienced rash ("skin breakouts"). In (B)(6) 2016, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and pollakiuria ("frequent urination"). In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, rash, migraine, dysmenorrhoea, pollakiuria, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, pollakiuria, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided in pif: (B)(6) 2015 (discrepancy noted). Most recent follow-up information incorporated above includes: on 13-may-2021: mr received-lot number were added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. C55840) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included ethinylestradiol;levonorgestrel (trivora) from 2003 to 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("skin breakouts"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and pollakiuria ("frequent urination"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, rash, migraine, dysmenorrhoea, pollakiuria, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, pollakiuria, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2015 (discrepancy noted) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included ethinylestradiol; levonorgestrel (trivora) from 2003 to 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("skin breakouts"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and pollakiuria ("frequent urination"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, rash, migraine, dysmenorrhoea, pollakiuria, pelvic pain, abdominal pain, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, dysmenorrhoea, menorrhagia, migraine, pelvic pain, pollakiuria, rash, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events - pelvic pain, abdominal pain,bladder problems. Urinary problems were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". Concomitant products included ethinylestradiol;levonorgestrel (trivora) from 2003 to 2015 for contraception. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced rash ("skin breakouts"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and pollakiuria ("frequent urination"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal pain lower, cystitis, urinary tract infection, rash, migraine, dysmenorrhoea and pollakiuria outcome was unknown. The reporter considered abdominal pain lower, alopecia, cystitis, dysmenorrhoea, menorrhagia, migraine, pollakiuria, rash, urinary tract infection and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury" was updated to "lower abdomen pain", events- "abnormal bleeding (vaginal, menorrhagia), bladder infection, urinary tract infections, skin breakouts, frequent urination, migraines / headaches, dysmenorrhea (cramping), hair loss and she did not underwent essure confirmation test", reporter information and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.